Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(6).

Event description:
Customer allegedly received the following results, with two different aviva meters, within 10 minutes: 572 mg/dl (on aviva meter with serial number (B)(4)) and 240 mg/dl (on aviva meter with serial number (B)(4)). No adverse event reported. Requested return of suspect device and strips, and replacement was sent.